Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-604a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 355,182 joules of use and 19:27 minutes ¿fiber became unusable at 114 kj; fiber was cleaned but not in contact with tissue¿. The fiber was exchanged and the procedure was completed by using second fiber. Patient outcome: patient was unharmed. "No injury" to the patient reported.